Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported by the distributor that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of the event is an approximation. According to a report received via the distributor customer support team regarding a patient who experienced a diabetic seizure during an event on (B)(6) 2025. It was reported that the seizure was likely caused by hypoglycemia, with the cgm reading at the time showing 3.9 mmol/l. The patient was unable to recall performing a fingerstick blood glucose test during the episode. Emergency medical services transported the patient to the hospital. Upon arrival, the patient consumed 10 jellybeans and was administered oral potassium tablets. After approximately eight hours of observation, the patient was discharged. A few days after the event, the cgm reading was 12.8 mmol/l, and a blood glucose test showed a level of 10.6 mmol/l. There was no documentation of further medical evaluation or intervention post-discharge. At the time of this report, the patient was feeling stable and well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm reading at the time showing 3.9 mmol/l on (B)(6) 2025. The reported glucose values fall within the a zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.